Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of a part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was an alarm supply failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer was evaluating the device by performing preventative maintenance procedures in ventilation mode, the device produced the alarm supply failed alarm. The customer stated that, through troubleshooting, they were able to identify the part causing the issue to be the power management (pm) printed circuit board assembly (pcba). The customer requested replacement of this part. This investigation is ongoing.